Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal- hysterectomy and bilateral salpingectomy") in an adult female patient who had essure inserted for birth control. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("essure removal- hysterectomy and bilateral salpingectomy") in an adult female patient who had essure inserted for birth control. On (B)(6) 2017, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-dec-2018: quality safety evaluation of ptc. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation:fallopian tubes') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6)2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), immunodeficiency ("compromised immune system"), decreased appetite ("loss of appetite"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal . Discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal . Infection"), fatigue ("fatigue"), migraine ("migraine,"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), abdominal distension ("abdominal bloating"), mood swings ("mood swings") and abscess ("abscess nos") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6)2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, psychological trauma, weight decreased and abscess outcome was unknown and the dyspareunia, menorrhagia, allergy to metals, immunodeficiency, decreased appetite, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, vaginal infection, fatigue, migraine, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, abscess, allergy to metals, alopecia, bladder disorder, cystitis, decreased appetite, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, immunodeficiency, menorrhagia, migraine, mood swings, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy- insertion date (B)(6) 2017 and removal date (B)(6)2018. Received treatment for- nickel allergy, breakage/ expulsion, migration, perforation, uti, vaginal . Discharge, bladder problems. ,urinary problems., bladder infection., vaginal . Infection. Patient needs hospitalization. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6)2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2020: pif received. Event: abscess was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation:fallopian tubes') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria hospitalization and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), immunodeficiency ("compromised immune system"), decreased appetite ("loss of appetite"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal . Discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal . Infection"), fatigue ("fatigue"), migraine ("migraine,"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), abdominal distension ("abdominal bloating"), mood swings ("mood swings") and abscess ("abscess nos") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, psychological trauma, weight decreased and abscess outcome was unknown and the dyspareunia, menorrhagia, allergy to metals, immunodeficiency, decreased appetite, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, vaginal infection, fatigue, migraine, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, abscess, allergy to metals, alopecia, bladder disorder, cystitis, decreased appetite, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, immunodeficiency, menorrhagia, migraine, mood swings, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy- insertion date (B)(6) 2017 and removal date (B)(6) 2018. Received treatment for- nickel allergy, breakage/ expulsion, migration, perforation, uti, vaginal . Discharge, bladder problems. ,urinary problems., bladder infection., vaginal . Infection. Patient needs hospitalization. Left trailing: 2-3. Right trailing coils-3. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-aug-2020: quality safety evaluation of ptc..fu 5 and 6 processed together. On 6-aug-2020: mr received-reporter added.fu 5 and 6 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation: fallopian tubes') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for birth control and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), immunodeficiency ("compromised immune system"), decreased appetite ("loss of appetite"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal . Discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal . Infection"), fatigue ("fatigue"), migraine ("migraine,"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), abdominal distension ("abdominal bloating") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, psychological trauma and weight decreased outcome was unknown and the dyspareunia, menorrhagia, allergy to metals, immunodeficiency, decreased appetite, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, vaginal infection, fatigue, migraine, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, cystitis, decreased appetite, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, immunodeficiency, menorrhagia, migraine, mood swings, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy- insertion date (B)(6) 2017 and removal date (B)(6) 2018. Received treatment for- nickel allergy, breakage/ expulsion, migration, perforation, uti, vaginal . Discharge, bladder problems. ,urinary problems., bladder infection., vaginal . Infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-oct-2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage'), fallopian tube perforation ('perforation:fallopian tubes') and device expulsion ('expulsion/migration') in an adult female patient who had essure inserted for birth control and female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel - diag. Post-essure"), immune system disorder ("compromised immune system"), decreased appetite ("loss of appetite"), psychological trauma ("psych injury"), urinary tract infection ("uti"), vaginal discharge ("vaginal . Discharge"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infection"), vaginal infection ("vaginal . Infection"), fatigue ("fatigue"), migraine ("migraine,"), alopecia ("hair loss"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), visual impairment ("vision probs"), abdominal distension ("abdominal bloating") and mood swings ("mood swings") and was found to have hormone level abnormal ("hormonal changes"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the device breakage, fallopian tube perforation, device expulsion, psychological trauma and weight decreased outcome was unknown and the dyspareunia, menorrhagia, allergy to metals, immune system disorder, decreased appetite, urinary tract infection, vaginal discharge, bladder disorder, urinary tract disorder, cystitis, vaginal infection, fatigue, migraine, alopecia, tooth disorder, hormone level abnormal, headache, nausea, visual impairment, weight increased, abdominal distension and mood swings had resolved. The reporter considered abdominal distension, allergy to metals, alopecia, bladder disorder, cystitis, decreased appetite, device breakage, device expulsion, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, immune system disorder, menorrhagia, migraine, mood swings, nausea, psychological trauma, tooth disorder, urinary tract disorder, urinary tract infection, vaginal discharge, vaginal infection, visual impairment, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy- insertion date (B)(6) 2017 and removal date (B)(6) 2018 received treatment for- nickel allergy, breakage/ expulsion, migration, perforation, uti, vaginal, discharge, bladder problems, urinary problems., bladder infection., vaginal . Infection. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2011: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-oct-2019: pfs received- new event dyspareunia, menorrhagia, nickel allergy, compromised immune system, psych injury, migration, perforation, uti, vaginal discharge, bladder problems, urinary problems, bladder infection, vaginal infection, lawyer was added patients demography was added lab data was added. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.